Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt popped/burst at the incision. The hospital did not report any product retrieval as the result of the balloon popped. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that the silicone outer coating was torn, however, the latex balloon material appeared to be intact. The balloon material formed a complete assembly. The reported complaint is confirmed. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. The lhr review did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).